Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-10597. It was reported ((B)(6)) the patient's scs stimulation was not covering the patient's lumbar area due to lead migration. Multiple programing attempts of the patient's scs system did not resolve the issue. Consequently, surgical intervention was taken and the patient's scs leads were repositioned. Effective stimulation therapy was reportedly restored postoperatively.